Event description:
During cryoablation, the console showed system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection). The physician replaced the catheter and continued the procedure. There was no patient injury. When the device was returned, dissection and pressure testing showed a double balloon (breach) pinhole.

Manufacturer narrative:
The returned catheter was visually inspected and functionally tested. Failure files confirmed the system notice 50005 "leak detection" for the date of case. The visual inspection showed that the catheter had blood between the outer and inner balloon. Smart chip verification showed that the catheter has been used for 8 injections. The catheter failed the performance test due to error 50005 "leak detection" upon connection. The dissection and pressure test showed a double balloon (breach) pinhole. Further dissection revealed a leak at the distal end of the pebax tubing attachment with the y-block.